Event description:
It was reported the device battery voltage dropped from 2.76v at last followup to 2.59v. It was also reported the thresholds had not changed and outputs were nominal. Device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.